Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/2.0 mm balloon would not deflate. To remove the maverick2 monorail balloon from the pt, the physician intentionally ruptured the balloon by inflating it to 20 atms. The balloon rupture caused the vessel to dissect. It was necessary to implant three stents to treat the vessel dissection. Add'l clinical info regarding this complaint has been requested.